Manufacturer narrative:
On 07/26/2013- nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The consumer tested his blood glucose at 11:30pm getting a result of 70 mg/dl. The consumer ate a piece of fruit and went to bed. At 1:30am, the consumer had a seizure and required medical intervention. When the emts arrived they tested the consumer getting a "low" on their unknown blood glucose meter. The consumer was treated with IV glucose and was not transported to the hospital. The meter and test strips will be returned for evaluation. This is being reported as an adverse event under the FDA medwatch regulations.